Manufacturer narrative:
(B)(4). The sample is contaminated with chemotherapy and will not be returned; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
Customer reported a set that was leaking from the check valve. The leak was noticed about an hour or more into the infusion of chemotherapy. All connections appeared to be secure. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
Sample is contaminated with chemotherapy; therefore a baxter evaluation will not be performed. Lot number is not known; therefore a batch review cannot be performed. (B)(4)